Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant, the physician positioned the lead several times, however the parameters were not satisfactory resulting in high threshold and impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.